Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken assessed, as fold flaw opening. And missing assessed, as inconclusive. Capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Additional observation: no penetrating nick (stress marks). No further actions are required, as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported, left side rupture. And capsular contracture, baker grade iii. Device has been explanted and replaced.